Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 270 mg/dl at the time of the incident. The customer was at 162 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated that their blood glucose is always all over the place, and at an endocrinologist visit a week and a half prior they were told nothing could be done about it. The customer is high and low unaware. Troubleshooting was not completed as the customer declined. The customer was assisted with a change sensor issue. The insulin pump will not be returned for analysis.